Event description:
The customer reported a leak by the mixing chamber of the coulter lh 780 hematology analyzer. The instrument was generating retic vote outs on controls when the leak was noticed. The volume of the leak was about 0.2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing at the retic clearing solution pump pm6 was disconnected from the fitting and was causing a leak. The fse reattached the tubing, which repaired the leak. The fse also found a second leak at the tubing between differential sheer valves cvl85/126 and cvl87/127. The fse replaced the tubing and the second leak was repaired. The fse also found that the leak at the shear valves had damaged solenoid sl97. The fse replaced the solenoid to resolve the issue. The repairs were verified per established procedures. (B)(4).